Manufacturer narrative:
The reported event of a header anomaly was confirmed. Dislodged spring in the atrial chamber of the header was observed. Manufacturing investigation found an issue related to manufacturing.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator header did not allow for full lead insertion. The device was exchanged. The patient was stable and asymptomatic.